Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system takes a long time to turn on as the host pc and ippc didn't recognize os disks and images. The philips field service engineer (fse) replaced the ippc and the hard disks. The fse tested the ippc and found that both the new and the old ippc were working normally. The fse suggested to leave the equipment's original ippc as it worked normally. The fse went on to replace the console colour monitor with the new monitor in the 3d pc. After all the tests and checks performed by the fse, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system has taken a long time to turn on. No harm has been reported to philips. A philips service engineer inspected the case history. It was identified that the host pc and ippc did not recognize os disks and images. Philips has started an investigation of this complaint